Manufacturer narrative:
(B)(4). Date sent: 9/5/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number a9cy74, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was a tear within suture packaging in the box and customer wants exchange. No patient usage.

Manufacturer narrative:
(B)(4). Date sent: 10/3/2023. D4: batch # 297c25. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned outside its original package and no packaging was returned for analysis. Since no packaging was returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have caused the reported event. The event could not be confirmed as no packaging was returned for analysis. The reported complaint could not be confirmed. Device history review a manufacturing record evaluation was performed for the finished device batch number 297c25, and no non-conformances were identified.